Event description:
It was reported that the patient was having an increased pain. All device components were explanted and discarded by the medical facility. There was no device malfunction suspected. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7082132/7082370.